Event description:
The tps unidirectional footswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device stuck in the downward position. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The technician confirmed that the pedal stuck momentarily in the down position. The device was scrapped by the manufacturer.

Event description:
The tps unidirectional footswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device stuck in the downward position. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.